Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This cardiac resynchronization therapy pacemaker was subsequently explanted. Another cardiac resynchronization therapy pacemaker was implanted to complete this procedure. This cardiac resynchronization therapy pacemaker has not been returned at this time. No additional adverse patient effects were reported.